Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation as there was no indication or allegation of a device malfunction. The sapien 3 valve remains implanted in the patient. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggests procedural factors (guide wire placement) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist, post deployment of a 29mm sapien 3 valve in the pulmonic position, an opacity was noticed in the left lung. The blood pressure dropped and the patient was placed on extracorporeal membrane oxygenation (ECMO) and transferred to the operating room (or). It was perceived that the perforation was due to the distal wire placement in the distal lpa (left pulmonary artery). No resistance was encountered during the advancement of the sapien 3 valve and delivery system.